Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 32 mg/dl on (B)(6) 2016. Customer was treated with glucose tablets and soda. The customer was offered to troubleshoot for low blood glucose but declined. Customer stated that she is feeling okay at this time, thinks she did an over correction.